Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the drive support cap was not protruded, but it was crooked, and the customer experienced high blood glucose. It was stated that the insulin probably has been dropped several times. No further information was provided.

Manufacturer narrative:
Unable to prime during the prime test due to protruded/loose drive support disk. The insulin pump received broken battery tube threads and missing end cap sticker.